Event description:
It was reported the pt is no longer receiving stimulation. It was also reported the charger and programmer can no longer communicate with the ipg. The pt has not recharged the ipg as recommended. An sjm rep attempted to troubleshoot the issue but was unsuccessful. It was found the ipg has shifted and is at an angle in the pt's back. The next course of action is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.